Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10461, 1221934-2016-10462.

Event description:
The sales rep reported that during meniscal repair procedure while trying to tension the sutures on three of their truespan 12 degree peek, the first implants on all the devices pulled out thought the meniscus. The sales rep reported that the surgeon was unable to complete the repair and end up performing a meniscectomy. The sales rep reported that there were no patient consequences or time delay in the case. The sales rep stated that 12 degree needle angle and that the surgeon fully depressed the trigger until the click. The tip of the needle was not in scope view and the surgeon penetrated the meniscus all the way to the depth stop. The sales rep stated that the surgeon used a probe and that the devices were discarded.